Manufacturer narrative:
Evaluation in progress, but no yet concluded.

Event description:
Upon receipt of the device, our foreign consignee reported the tip of the cannula was cut and the proximal body of the cannula was damaged. No other details regarding the event were provided. The device was returned for investigation. Since the event occurred upon receipt of the device, there was no pt involvement during this event.